Manufacturer narrative:
The device was returned to olympus for evaluation, and the noisy image was confirmed. Based on the results of the investigation, the noisy image was likely due to a component failure; however, a root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope had a noisy camera image. The issue occurred during set up/inspection for use. There were no reports of patient involvement.